Event description:
It was reported to philips that the flexvision computer was unable to boot-up making it difficult for the entire system to complete boot-up. The system was in clinical use during the time of the reported malfunction. There was no harm reported. Philips has started an investigation of the complaint.